Event description:
Customer reported that he is off the sensors since last saturday, because it was not working the way it's supposed. Customer stated that his blood glucose is over 400 mg/dl. Customer declined to troubleshoot stated that he wasn't to wait until monday when he sees his doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.